Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited an intermittent capture. X-ray confirmed that lead had dislodged. The rv lead was repositioned, and the lead remained implanted. The patient was in stable condition.